Event description:
The customer reported that during a bowel resection, the jaws of the device would not reopen while applied to tissue. The surgeon used graspers to reopen the jaws of the device. There was no unanticipated bleeding or tissue damage, and no harm to the pt. Another device was opened and used to continue the surgery.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.